Event description:
In this event a doctor reported that a stylus handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint could not be verified through production or quality testing. The returned handpiece was tested and failed all requirements with the exception of drive air flow and stop time. Quality personal then investigated the handpiece. Maximum temperature of the handpiece cap button while free running was recorded at 29.7 c. Per is013732-1, the temperature does not qualify as a bum regardless of the contact period. Poor lubrication practices of the bead cavity most likely caused lodging of the outer race of the set inside of the cap which led to set instability. This frictional contact most likely led to the heating of the cap area, failure of all cut testing and ball pocket wear/cracking of the cap end bearing retainer. All components looked dry with no sign of lubrication present.